Manufacturer narrative:
(B)(4). Internal complaint number: (B)(4). Autonumber: # (B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical use and no signs of blood were observed. A visual inspection was conducted. The heater wire was bent at the tip of the hot jaw and remained attached at the center but was flexed away at the base. The wire remained in place at the base of the jaws. A pre-cautery test was performed with a reference cable, adapter and reference power supply. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the reported complaint "failure to deliver energy" was unable to be confirmed but the analyzed failure "bent wire" was confirmed. Specific actions for the failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had no power to the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had no power to the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.